Event description:
The customer contact reported that the device alarmed with an e321 (battery charger timeout) error code. At an unspecified time, the device was programmed to deliver vancomycin. No specific programming parameters were provided. It was reported when the vancomycin delivery was completed the device alarmed with an e321 error code. The device was removed from clinical service and a replacement device was used. There were no reported adverse patient effects to the patient. No medical interventions were required. During testing at the user facility, the device passed testing. No additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. The device passed testing at the user facility and was returned to clinical service. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. Although the device was not returned for investigation, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.